Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope air channel had blocked air/water flow. The issue was found during reprocessing for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the olympus name plate was missing and needed replacement. The device passed the dunk test. The switch/camera was not cut. There was no flickering image. There was reduced angulation, the control knob movement was loose with play. The distal end plastic cover was dented. One of the light guide lens had chips at the edge. The clog in the nozzle was removed and the air/water supply was fixed. There was a buckle near olympus on the insertion tube and a dent. The control body had one barcode, and the scope cover was dry. The light guide tube had a buckle and dent. The scope connector had dented golden pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.